Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the epg was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was unable to pace at a high frequency during a heart valve replacement operation. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.